Manufacturer narrative:
Additional code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a 4.5mm locking compression plate (lcp) proximal femur plate and unknown quantity of screws on (B)(6) 2016. On unknown date it was determined the plate broke at an occupied screw hole. Patient was revised to a total hip replacement on unknown date. No further information is available. Concomitant medical products: screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) lcp plate. This is report 1 of 1 for (B)(4).